Manufacturer narrative:
The hospital reported power was cycled and reportedly resolved the reported complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the display went blank. There was no report of patient involvement.